Event description:
It was reported via repair work order that the side rail was stuck in/out movement due to lack of lubrication on glide rods. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.